Event description:
Litigation alleges pain, discomfort, swelling, decreased range of motion, deterioration of the soft tissue, and elevated metal ion levels. Ppd also received on (B)(6) 2014. Comment: there is a dor discrepancy between litigation and the ppd. Due to accuracy, the dor from the ppd will be reported. Should we receive additional information, we will update if needed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.